Event description:
The physician was attempting to use a mo.ma ultra cerebral protection device to treat a lesion in the right internal carotid artery. The lesion exhibited 90% stenosis, excessive calcification and moderate tortuosity. No abnormalities noted during device inspection, preparation or negative leak test before the operation. During the operation, the physician inserted mo.ma ultra into a 9fr medikit sheath. Strong resistance was felt during passage through the sheath, but the physician continued pushing the device strongly. No resistance was felt when device was passed through the lesion site. When the mo.ma was inflated at cca, the cca balloon was confirmed to be ruptured. The device was replaced with a non medtronic device and the procedure was completed without issue. No removal difficulty of the relevant device .there was no adverse event to the patient. Device evaluation: an introducer 9 fr was also found in the material back. The hollow mandrel and haemostic valve were found connected to the device; no other accessories included in the packaging were shipped back. Traces of radio opaque solution were detected inside the inflation lumens but the lumens were not occluded so inflation/deflation test of the balloons could be performed without problem. Traces of blood were detected on the shaft. A visual inspection was performed on the material returned however no damaging or kinked point were detected. A 0.035* wire was inserted from the tip to the moma working channel, then an attempt to pass through the is were performed. No evidence or friction or abnormalities were detected. The same procedure was performed using a is cordis 9 fr, however also in this case no issue were reported. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on the distal inflation line. Bubbles stopped after 15 seconds. However, a few bubbles continued to appear after 15 seconds when the proximal inflation line was tested, indicating a leakage. Both balloons were then tested by inflating them with water to 10mm (proximal balloon) and 6mm (distal balloon). No issue was detected on the distal balloon inflation. A leakage/pinhole was detected on the surface of the proximal balloon. The balloon was analyzed using microscope and a cut was detected in the middle of the length.

Manufacturer narrative:
Evaluation results: failure to follow instructions-continued use of the device despite resistance been encountered. Patient¿s condition affected effectiveness of device -90% stenosis, excessive calcification and moderate tortuosity. Deformation problem -balloon cut. Evaluation conclusion: failure to follow instructions-continued use of the device despite resistance been encountered 50 device failure related to patient condition-90% stenosis, excessive calcification and moderate tortuosity. (B)(4).